Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a viscoelastic cannula with a possible burr was used during a cataract with intraocular lens implantation surgery when the posterior capsule was ruptured requiring that an alternate lens be used in the procedure. Additional information has been requested. Additional information received clarified that after the alternate lens was implanted into the patient's left eye, there were no further complications.

Manufacturer narrative:
Complaint trending was reviewed for the lot code provided and one similar complaint was found. No material deviations are reported on the used cannula. Investigation of the batch record for blistering showed no deviations related to this complaint. At start up, every 30 minutes and at the end of the work order, a visual inspection is performed on eight blisters. No deviations were reported. During this check, the cartridge is not opened. During final inspection a visual check was performed on one sample, all components were present and okay. Based on no material deviations reported during the batch record documentation review and based on the reported complaint, this complaint is component related. The returned product was forwarded to the cannula manufacturer for further evaluation. Per the cannula manufacturer¿s evaluation, one opened viscoelastic cannula was received attached to a syringe within a bag for the report of possible burr that caused a capsular rupture. The returned sample was visually inspected and was found to be nonconforming for raised pushed metal on the tip. A review of the device history record traceable to the cannula¿s possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation for the returned sample confirms the burr noted by the customer. The cannula is a component that is received at the manufacturing site from an external supplier. The exact root cause of the burr on the tip reported by the customer could not be determined however, possible contributing factors related to the internal manufacturing process and external supplier manufacturing process cannot be conclusively ruled out. An investigation has been initiated in order to determine the root cause of the burr on the tip of the cannula. A supplier notification form has been sent by the manufacturing site to the cannula component supplier for awareness of this occurrence. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).